Event description:
It was reported that along all surgical rooms across huashan hospital had recently reported frequent foley catheter balloon ruptures and leaks during use, mainly with models 123620c and 123616c. The departments had been using them for many years and say that there¿s no issue with how they operate them. The hospital takes this very seriously and has already reported it as an adverse event. The hospital needs the corresponding inspection reports and follow-up improvement plans and measures, and they also require company staff to come to huashan hospital to explain the reasons.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to short latex dwell time, latex dip speed out too slow causing thin sac. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.